Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was pulled out in half [foreign body in reproductive tract]. Pulled the tampon. It was open in half [device breakage]. When tampon pulled out, was in half [complication of device removal]. Case description: a company representative sent e-mail reporting when the consumer pulled the tampon after being in the pool, it was open in half. No serious injury was reported.